Event description:
Dealer stated that the irc5p concentrator has a bar connector and broken barb connector.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. The malfunction has not been confirmed.